Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the substrate valves were intermittent. The fse replaced the sv300 and sv301 to ensure proper switching. The fse also replaced the substrate syringe then ran controls. All results were within acceptable range. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the substrate 3 way valves.

Event description:
On (B)(6) 2015, a customer reported dl flags on the aia-2000 instrument. The customer stated that the error occurred with the fresh substrate. The customer is unable to run patient samples on bhcg and prog. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.